Manufacturer narrative:
(B)(4). The customer returned an opened kit with two used catheters. The guide wire and the ars were not returned; therefore no additional investigation could be performed. The complaint report was reviewed; however a comprehensive investigation could not be performed because the components involved with this complaint issue were not returned for analysis. The IFU in the reported kit provides instructions and techniques to minimize damage to the guide wire. A device history record review was performed and did not reveal any relevant findings. The potential cause of the guide wire kinking could not be determined based upon the information provided and without a sample. No further actions will be taken.

Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guidewire through the raulerson syringe due to severe resistance. As a result, a new kit was opened and used to complete the procedure. Follow-up information indicated that the guidewire was kinked. There was no reported delay, death, or complications to the patient as a result of this occurrence.